Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 01-feb-2024. Corrected to 21-feb-2024. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome (tass). The lens remains implanted. Bilateral sequential surgery was performed. Betarnethasone valerate gentamicin sulfate 0.1% changed from 4 times to 6 times.the problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
B5 - a health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome (tass). The lens remains implanted. There was no abnormalities in vision or symptoms though minor fibrin is identified. The patient used ophthalmic solutions/drops (artificial tears) prior or after the surgery specifically levofloxacin hydrate eye drops from 3 days prior to surgery. Treatment that was performed was bilateral sequential surgery. Betarnethasone valerate gentamicin sulfate 0.1% changed from 4 times to 6 times. The problem was resolved. Cause of event was reported as unknown. Manufacturer narrative toxic anterior segment syndrome (tass) is identified in the labeling as a known potential adverse event following icl implantation. The evo/evo+ icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim #(B)(4).